Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2018 due to noise oversensing. The patient was stable.

Manufacturer narrative:
Statement should have been included to clarify why the product's di number was not available. Di not available as product was manufactured on or before september 23, 2014.